Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During use for cardiopulmonary bypass, the level sensor issued a false low reservoir level alert. A low reservoir level alert does not result in pump stop. The sensor was removed from service. There was no adverse consequence to a pt as a result of this event.